Event description:
A patient reported experiencing inaccurate erratic results using a lifescan meter. The patient's blood glucose results were 122mg/dl, 184mg/dl. Tests were done within 30 seconds with a difference of 36%. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab is was documented that, "discovered that the code on the meter does not match the code on the strips."